Event description:
Related manufacturer reference number: 2017865-2022-38085. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular lead exhibited loss of capture. Lead fracture was also noted. The lead was capped and replaced on (B)(6) 2022. The pacemaker was also explanted and replaced for unknown reason. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of intermittent capture could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, including capture test under nominal settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.